Manufacturer narrative:
Dates estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional device referenced in b5 is filed under a separate medwatch report number. Literature attachment. Article title ¿mitral valve replacement after mitraclip therapy¿.

Event description:
This event was captured based on literature review reporting single leaflet device attachment (slda) requiring an additional clip and mitral valve replacement. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 3. The mitral valve showed annular dilatation and restricted movements of both leaflets, with no contraindications to repair. The mitraclip was deployed in the mid-portion of the mv (a2 and p2 segments). However, the clip remained attached only to the posterior leaflet (slda). A second clip was then introduced, but it became stuck in the anterior leaflet (al). When it was possible to move it, transesophageal echocardiography (tee) showed new mr. During surgery, anterior leaflet perforation (close to the left fibrous trigone and the mitral annulus) was noted. Opening of the mitraclip was difficult and caused further injury to the posterior leaflet. The entire mitral valve apparatus was kept in place and a tissue valve was inserted. The postoperative course was uneventful. After 11 months, ejection fraction (ef) improved from 20% to 50% and the patient was in nyha class I. Details are listed in the attached article titled; mitral valve replacement after mitraclip therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. Additionally, a review of the complaint history could not be performed due to unknown lot information. Based on the information reviewed, the cause for the reported single leaflet device attachment (slda) could not be determined. The reported surgical intervention, unexpected medical intervention, and hospitalization were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.